Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Calibrated ambient air and 100% fio2 and resolved issue. Ran blending accuracy and unit passed tests, completed ovp, unit passed all test and runs according to OEM specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : onsite repair.

Event description:
It was reported that an o2 range error alarm occurred. No patient involvement.